Manufacturer narrative:
On 19-jul-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-aug-2021, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a carto 3 system. The hemostatic valve came off while the bb needle was being inserted into vizigo and the carto 3 system had pacing stimulation issues. The hemostatic valve came off while the bb needle was being inserted into vizigo, dropped and it became unusable. This occurred right after the team started using the sheath. The issue was resolved by changing to a new product. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the carto vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device lot 00001581 number, and no internal action related to the complaint was found during the review. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal action was opened. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a carto 3 system. The hemostatic valve came off while the bb needle was being inserted into vizigo and the carto 3 system had pacing stimulation issues. The hemostatic valve came off while the bb needle was being inserted into vizigo, dropped and it became unusable. This occurred right after the team started using the sheath. The issue was resolved by changing to a new product. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was not observed. No patient consequences were reported. Hemostatic valve separation is MDR-reportable.